Event description:
It was reported that patient underwent total shoulder arthroplasty in 2006. Revision procedure was performed three years later, to loosening of the glenoid component and fracture of the keel section.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.